Event description:
Alcon 23g straight fiber laser issued. Before using laser fiber, noticed fiber cover part was loose and cover was coming out. Representative from alcon was here at this time and he said it was ok to use. But when md started to use laser, power didn't show. Changed to a new fiber right away, and no injury noted to patient.